Manufacturer narrative:
(B)(4). Batch # p56t8l. The device history records were reviewed and the manufacturing criteria were met prior to the release of batch/lot. Photographic analysis: picture received shows the bulkhead contacts damaged. This issue make the instrument non-functional. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during a lap cholecystectomy surgery for cholangiocarcinoma, before installing the battery, found the bulkhead contact damaged. The nurse tried to repair the metal piece manually, and installed the battery, could perform firing, but the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch number p56t8l. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.